Event description:
It was reported that the lead was attempted to be implanted but could not be successfully implanted. Each time the physician positioned the lead, the lead would have poor sensing issues due to patient anatomy. The lead was repositioned several times. After several repositions, the lead was dislodging. The field indicates that the dislodgement is most likely due to tissue build-up in the helix. Another lead was successfully implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the lead was attempted to be implanted but could not be successfully implanted. Each time the physician positioned the lead, the lead would have poor sensing issues due to patient anatomy. The lead was repositioned several times. After several repositions, the lead was dislodging. The field indicates that the dislodgement is most likely due to tissue build-up in the helix. Another lead was successfully implanted in its place. No adverse patient effects were reported.